Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm multiple times throughout the night which resulted in the pump battery fully depleting and the pump shutting off. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to obtain more information; however, the customer did not respond to follow up attempts.